Event description:
A call to technical services was made on (B)(6) 2013 stating that this lead was explanted due to infection. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).